Manufacturer narrative:
Product event summary: additional battery analysis was performed. Analysis conclusion indicated shorting/low impedance in the battery. Battery analysis revealed discolored matching spots on an anode and its adjacent cathode were found. Analysis confirmed presence of silver vanadium oxide (ag/v oxide) on separators and on lithium anode, which are the cathode (ag/v oxide-carbon monofluoride) constituents. It is believed that hard cathode particle breached both cathode and anode separators and caused intermittent short, which was accounted for the device power on reset and memory error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis conclusion was inconclusive. The device had a serious device memory failure power on reset (por) while implanted. Hybrid analysis observed new and repeated por occurrences and confirmed the failure. The device was shown to be in memory backup mode and as it was taken out of backup mode, there was no more new por events recorded. The hybrid was placed in an 85c chamber with 85% humidity to possibly reintroduce the failure mechanism that had previously existed which was causing the constant por. After approximately 16 hours, there was no new por. The analysis was terminated since no new por occurred and the original failure could not be re-established. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis observed new and repeated power on reset occurrences and confirmed the failure. The device was shown to be in memory backup mode and as it was taken out of backup mode, there was no more new por events recorded. The analysis was terminated since no new por occurred and the original failure could not be re-established. Battery analysis revealed that discolored matching spots on an anode and its adjacent cathode were found. Analysis confirmed presence of ag, v (silver vandium) on separators and on lithium anode, which are the cathode (ag/v oxide-cfx) constituents. These particles are intended to be removed at (B)(6) per pod number (B)(4). No evidence of insulator breach was observed. The cause for battery depletion was not determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with an audible alert tone from their implantable cardioverter defibrillator (ICD). It was noted that an electrical reset had occurred, with a memory failure message displayed. Programming changes were not possible. The device was removed and replaced. No patient complications have been reported as a result of this event.